Manufacturer narrative:
It was reported that at the end of a surgical procedure, a piece of the 4x8 gauze was noted in the surgical site. The surgical site was then irrigated. The account could not provide any specific information regarding this incident. It is unknown if the gauze was unfolded prior to use. No patient injury resulted. No further intervention was indicated. The sample was not retained for evaluation. In the absence of a sample, a root cause has not been determined. However, due to the reported incident and in an abundance of caution, the medwatch is being filed.

Event description:
The facility reported that a piece of the 4x8 gauze fell into the surgical site.